Event description:
The customer reported that several telemetry beds went offline for a brief period of time unexpectantly. A product support specialist (pss) gathered device logs and was able to confirm the patients had gone offline. The logs indicated that the xhibit telemetry receiver (xtr) had restarted, but there was not enough information in the logs to indicate that the restart was unprompted. The pss contacted the customer to confirm if they had restarted the receiver during the time the patients were offline, but no response has been received at this time. Should additional information be received, a follow up MDR will be submitted in accordance with 21 cfr 803.56.

Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.